Manufacturer narrative:
Qn# (B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information provided. The device sample is needed for a proper and thorough investigation. Root cause cannot be determined. Corrective actions cannot be established. If the device becomes available, this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states "et tube cap falls off." Alleged issue reported during a patient use. No patient injury or consequence was reported. Patient condition reported as fine.